Event description:
It was reported that the patient stimulation was inadequate. The patient underwent an explant procedure. Additional information received that the explanted device will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient stimulation was inadequate. The patient underwent an explant procedure.